Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A facility owner reported serious glistening of an intraocular lens (iol). Additional information was provided indicating that the event occurred 1 year and 5 months following an intraocular lens (iol) implant procedure. The patient vision is excellent and the visual acuity was not affected. Additional information has been requested. There are two medical device reports associated with this patient this report is for the first eye.